Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00491304_1644408-2025-00442_ft; 343-11-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
This was routine poly swap because the surgeon was performing a quad tendon repair.